Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the reagent cover was not secured / flushed with the loader lane. Fse removed and reseated the cover to correct the error (B)(4) sample rack not moved. Fse booted up instrument and performed prime on the bf wash in an attempt to recreate the error (B)(4) bf overflow sensor 1 failure. The fse was able to recreate the error because bf probe tubing had popped off of bf wash probe # 1. Fse replaced bf probe #1, primed the instrument, ran daily startup, and ran pth quality controls (qc). All results were within acceptable range. Fse replaced the wash probe assembly to correct error code (B)(4) bf probe 1 suction error. All errors cleared and the aia-900 instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial (B)(4) from 25-july-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages are as follows: (B)(4) sample rack not moved cause: the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. Action: check the direction of the sample rack and also whether or not there are any obstacles. If the trouble reoccurs, contact the tosoh local representatives. Check s072 and the step feed mechanism. [(B)(4)] bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. [(B)(4)] bf probe 1 suction failure cause: the overflow sensor 1 s132 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe . Check s132, the waste liquid solenoid valve sv170, the waste liquid tube, and the liquid pump lp172. The most probable cause for racks not advancing was the reagent cover was not secured to the instrument. The most probable cause for error code (B)(4) bf probe 1 suction failure was that the bf probe tubing popped off of bf probe # 1.

Event description:
On (B)(6) 2017 the customer reported receiving 2301 sample rack not moved, 2231 bf overflow sensor 1 failure, and 2235 bf probe 1 suction failure error messages on the aia -900 instrument. The customer was unable to run the samples for lhii, fsh, prl, and ipth, which caused a delay of reporting the results. A field service engineer was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.